Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to their lead ripping out was their father being a hospice patient, he fell and the patient picked him up. They reported they had not yet had surgery, but revision was needed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va216q3, implanted: (B)(6) 2019, product type:lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that it had been confirmed via x-ray that one of their leads had been ripped out. The patient stated they were being electrocuted and the device was turned off. They stated they were still being electrocuted and they were in pain. The stated they had reached out to their clinician and family doctor. They said they were ready to go to the ER and have the leads removed altogether. Patient was redirected to their clinician. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.